Event description:
A nurse reported during a cataract extraction with interocular lens implant the vitrectomy probe would not cut. The probe was exchanged for an alternate probe. The second probe had "slow cutting" and "quit working", this probe was also exchanged for an alternate probe. The surgery was completed using an alternate third probe. At this time, it is unknown if there are actually any adverse effects. The physician stated that this patient would be at a higher risk for complications.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).